Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., d.7., g.1., g.3., h.6.

Event description:
Device has been explanted.

Event description:
Healthcare professional additionally reported "any creases" and patient "developed some type of acute viral illness which led to swelling and redness" of the left breast.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Device was discarded.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. The reason for reoperation was/is capsular contracture baker grade iii/IV.

Event description:
Healthcare professional reported a left side capsular contracture baker grade iii/IV. Device remains implanted.